Event description:
As reported in a manuscript titled, "bailout surgical explantation of a transcatheter valve-in-valve for subacute thrombosis: when there is no time for anticoagulation." A (B)(6) man underwent transcatheter aortic valve implantation for a failed 21 mm epic valve. A 23 mm corevalve was implanted through femoral access under conscious sedation without complications. Mean transvalvular gradient was effectively reduced (33 mmhg vs 16 mmhg) with no more than mild residual aortic regurgitation. After 8 days the patient was discharged on dual antiplatelet therapy but was readmitted to the intensive care unit for pulmonary edema 13 days later. Echocardiography showed a raised transvalvular mean gradient (mean gradient change from discharge = 15 mmhg) without aortic regurgitation. Heart team decided for emergent open heart surgery for the hemodynamic instability. On direct inspection the transcatheter valve (thv) was well positioned inside the surgical bioprosthesis but two cusps were covered by thrombus which markedly restricted their mobility. The thv and the former surgical valve were explanted and a new larger stented bioprosthesis was implanted. Thrombosis of the thv was confirmed on microscopic examination which showed no signs of inflammation or degeneration. The patient was discharged after 1 month and the 3 month follow up showed stable transvalvular gradients. Patient weight is protected under local privacy laws, and therefore is not recorded.

Manufacturer narrative:
An event of a failed valve was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.